Event description:
It was reported that the lead exhibited loss of sensing and the patient experienced diaphragmatic due to the lead dislodgement. The lead was repositioned successfully on (B)(6) 2013.